Manufacturer narrative:
Per evaluation from the customer, the device was tested and no problem was found. Device work as intended.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a calcaneal osteotomy, when the surgeon pressed the foot pedal, the screen on the ar-200 console, displayed a bad connection. The sales rep tried restarting the console and re-plugging the hand piece into the unit, the ar-300b burr, would not oscillate. The same error message displayed on the screen. The case was completed with the surgeon making a larger incision and used oscillating saw to complete the osteotomy.